Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of shuts off without completing the feed. The unit was triaged and the reported issue was confirmed. The root cause of reported condition was due to a battery issue. This is typical routine maintenance. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found the rotor to be worn. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation.

Event description:
The unit was returned because the pump shuts off without completing the feed. This was discovered during testing and there was no patient involved.